Event description:
A percutaneous coronary intervention (pci) was performed in the mid left anterior descending (lad) artery. An intravascular ultrasound (ivus) catheter was used to image the lesion, which was 75% stenosed with no calcification and moderately tortuous. A coronary stent was then implanted and post-dilatation was performed twice. The ivus catheter was again used to confirm stent placement. While attempting to pullback the ivus catheter, it became caught at the distal end of the stent. The ivus catheter was released from the stent by removing the guide catheter, guidewire, and ivus catheter together from the patient. Post dilatation with two balloon catheters was performed. The physician attempted to again image the lesion using the same ivus catheter, however, they were unable to advance the ivus catheter to the lesion due to a possible bend at the catheter tip. The physician successfully used another ivus catheter to image the lesion. The patient condition is reported to be "good".

Manufacturer narrative:
A review of the device history record was performed on the lot and no issues or discrepancies were found. No similar complaints by event description were found in the same lot. Visual inspection of the returned device noted that the guidewire exit port was lifted and ripped. A test guidewire (0.014") was inserted into the exit port and no indication of resistance in tracking the guidewire into the catheter was noted. During investigation, bloodstain was observed inside of the distal tip assembly and fluid was observed inside the telescope assembly. A kink was observed in the sheath assembly. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. The device labeling and directions for use (dfu) were reviewed and revealed that the labeling and/or dfu contains these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut, resulting in entrapment. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use as it relates to the reportable event. Based on the event description, the guidewire exit port damage, and the anatomical and procedural factors encountered during the procedure, the root cause of the stuck on stent has been determined to be due to operational context. The manufacturer will continue to monitor complaint trends for this product.

Manufacturer narrative:
(B) (4) new code request has been submitted for stuck in stent.

Event description:
A percutaneous coronary intervention (pci) was performed in the mid left anterior descending (lad) artery. An intravascular ultrasound (ivus) catheter was used to image the lesion, which was 75% stenosed with no calcification and moderately tortuous. A coronary stent was then implanted and post-dilatation was performed twice. The ivus catheter was again used to confirm stent placement. While attempting to pullback the ivus catheter, it became caught at the distal end of the stent. The ivus catheter was released from the stent by removing the guide catheter, guidewire, and ivus catheter together from the patient. Post dilatation with two balloon catheters was performed. The physician attempted to again image the lesion using the same ivus catheter, however, they were unable to advance the ivus catheter to the lesion due to a possible bend at the catheter tip. The physician successfully used another ivus catheter to image the lesion.. The patient's condition is reported to be ¿good¿.